Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs on (B)(6), 2011, (B)(6), 2012, (B)(6), 2013. In the surgeries bmp-2 was used on multiple levels, on the cervical spine, with peek cages, with axialif system and from a posterior approach. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
In (B)(6) 2010, the patient presented with back pain. In (B)(6) 2010, the patient underwent spinal fusion surgery. The patient was implanted with rhbmp-2/acs. Immediately following the surgery, the patient began experiencing severe pain in her neck and back. On (B)(6) 2011, the patient underwent another surgery on c3-c7 anterior cervical disectomy and fusion with rhbmp-2/acs. The patient began having extreme and unbearable back and neck pain following her second surgery. On (B)(6) 2011, the patient underwent another surgery consisting of l3-l5 direct lateral interbody fusion and a l3-s1 extension of fusion with rhbmp-2/acs. The patient still had unbearable pain post the third surgery. On (B)(6) 2012, the surgeon performed a l3-l4 himilaminectomy and foraminatomy with rhbmp-2/acs. The patient continued have increasing pain in her back and lower legs.